Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to their abbott diabetes care (adc) reader "not working properly." As a result, customer experienced a loss of consciousness, was unable to self-treat, and had contact with a healthcare professional; (hcp). The hcp performed a blood glucose measurement, with unspecified "low levels", prior to providing third-party treatment of intravenous glucose (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to their abbott diabetes care (adc) reader "not working properly." As a result, customer experienced a loss of consciousness, was unable to self-treat, and had contact with a healthcare professional; (hcp). The hcp performed a blood glucose measurement, with unspecified "low levels", prior to providing third-party treatment of intravenous glucose (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported they were unable to test due to their abbott diabetes care (adc) reader "not working properly." As a result, customer experienced a loss of consciousness, was unable to self-treat, and had contact with a healthcare professional; (hcp). The hcp performed a blood glucose measurement, with unspecified "low levels", prior to providing third-party treatment of intravenous glucose (type/dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.